Manufacturer narrative:
A product investigation is in progress.

Event description:
Ovarian pain, (bad smell, and general discomfort)- vaginal [adnexa uteri pain]. (Ovarian pain, bad smell, and) general discomfort- vaginal [vulvovaginal discomfort]. (Ovarian pain,) bad smell, (and general discomfort-) vaginal [vaginal odour]. Tampax inside- vagina [foreign body in reproductive tract]. Little bit of tampon inside [device breakage]. Case description: consumer reported via e-mail that she had a tampon retained in her vagina. No serious injury reported.

Event description:
Ovarian pain, (bad smell, and general discomfort)- vaginal [adnexa uteri pain]. (Ovarian pain, bad smell, and) general discomfort- vaginal [vulvovaginal discomfort]. (Ovarian pain,) bad smell, (and general discomfort-) vaginal [vaginal odour]. Tampax inside- vagina [foreign body in reproductive tract]. Little bit of tampon inside [device breakage]. Case narrative: consumer reported via e-mail that she had a tampon retained in her vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.